Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an ins replacement for normal battery depletion. The replacement ins had an impedance of 7 ohms on the bipolar combination of electrodes 1 & 2. There was reportedly no explanation for the short. No further actions will be taken as it was reported the patient was not experiencing side effects and the short circuit did not impact the patient¿s therapy settings. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.